Event description:
The initial reporter stated they received questionable results for approximately six patient samples tested with urea/bun on a cobas 8000 c 502 module. The customer provided an example of one patient sample with discrepant bun results. The sample initially resulted in a bun value of 3 mg/dl. The sample was repeated on a second analyzer, resulting in a bun value of 57 mg/dl. The repeat value was deemed correct and a corrected report was issued .

Manufacturer narrative:
The bun reagent lot number was 84448001, with an expiration date of 31-aug-2025. The investigation is ongoing.

Manufacturer narrative:
The customer cleaned the sample probe and performed air purges on the sample probe since a number of sample clot alarms occurred. The customer put a new reagent pack on the analyzer, then ran calibration and controls. No further issues were reported by the customer. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.